Manufacturer narrative:
The capsure device is being returned for evaluation. However, at this time davol has not received the device. If/when the sample is received and evaluated, a supplemental MDR will be submitted. Based on the available information, we are unable to determine a definitive root cause for the loose fastener in the abdominal cavity. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. The instructions for use for the capsure fixation device instructs "loose fasteners should be retrieved from the abdominal or other cavities if possible. Dispose of loose fasteners in accordance with any local and federal laws regarding sharps disposal requirements." Review finds no other complaints have been reported for this lot hubt0346 of (B)(4) units manufactured in july of 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a fastener from the capsure fixation device was left loose in the patient's abdominal cavity during a tapp (trans abdominal pre-peritoneal) procedure on (B)(6) 2018 while being used to fixate a 3d max light mesh. The surgeon noticed that the loose fastener was left in the patient by x-ray after the procedure. The patient underwent an operation for removal of the fastener on the same day. As reported, this was only the second time the capsure was used by this surgeon. It was reported by the surgeon that there was the possibility that 2 fasteners were released at one time; however, per the company rep., the 2 fasteners detached from the rectus abdominis muscle during the procedure and only one was removed during the procedure.

Event description:
It was reported that a fastener from the capsure fixation device was left loose in the patient's abdominal cavity during a tapp (trans abdominal pre-peritoneal) procedure on (B)(6) 2018 while being used to fixate a 3d max light mesh. The surgeon noticed that the loose fastener was left in the patient by x-ray after the procedure. The patient underwent an operation for removal of the fastener on the same day. As reported, this was only the second time the capsure was used by this surgeon. It was reported by the surgeon that there was the possibility that 2 fasteners were released at one time; however, per the company rep., the 2 fasteners detached from the rectus abdominis muscle during the procedure and only one was removed during the procedure. Addendum per the contact: a follow up was made with the user facility based on the devices feed follower component identified as missing from the product during the product evaluation. Per the user facility, it was unknown if the tack follower came free after the device was removed from the patient's body; however, no intervention has been taken in regards to the feed follower component and it was confirmed that there was no other loose material in the patient's body.

Manufacturer narrative:
This is an addendum to the initial MDR to document the subject product evaluation. The capsure device was returned for evaluation. The subject product was returned with no fasteners remaining and a functional evaluation could not be performed. No loose fasteners were returned. Visual inspection found the tack follower to be missing; however, a missing tack follower would have no effect on the functionality of the device. No additional anomalies were observed. It is possible the user repeatedly actuated the lever after all the fasteners were delivered and the tack follower detached. A follow up with the user facility confirmed that there was no other loose material observed in the patient's body. Based on the product evaluation, a root cause for the reported event and missing tack follower could not be established.